Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's sound abatement foam became degraded and caused the patient to be hospitalized. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on jan 30, 2025, and section h10 should be reported as: the manufacturer received information alleging a ventilator's sound abatement foam became degraded and caused the patient to be hospitalized. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes that confirm the customer's allegation and there was visible foam degradation and unit is scrapped. In this report, sections d9, g3, h2, h3, and h6 have been updated or corrected.

Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded and caused the patient to be hospitalized. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.